Event description:
It was reported that after a supply change on the ilet pump, blood glucose began trending upward and reached 238 mg/dl; the user had recently eaten cake with strawberries and asked why glucose was not declining quickly, and support advised that the pump delivers conservatively and that glucose reductions may take longer than 30 minutes. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Troubleshooting and education were completed by advising on expected pump dosing behavior and to monitor and call back as needed. Investigation included complaint intake and user counseling regarding device operation and postprandial glucose management. Investigation of this case revealed no device malfunction reported and a plausible association with carbohydrate intake and expected conservative automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.